Manufacturer narrative:
During a stent assisted coil embolization for a dissecting vertebral artery aneurysm the sl10 microcatheter (mc) was pulled back to place the 10th coil a, the 8x24 trufill dcs orbit complex fill (637cf0824), in the proximal side of the aneurysm. However, there was difficulty placing the proximal part of the coil and the mc was withdrawn out from the stent struts. After the coil was purposefully detached the proximal end of the coil moved to the posterior inferior cerebral artery (pica). Attempts to capture the coil were unsuccessful. Other new coils were then placed in the aneurysm. The procedure was completed with part of the coil in the pica. There was no adverse consequence to the patient. It was confirmed that there were no neurological symptoms. During placement of the 10th coil, the microcatheter did not remain within the enterprise stent struts. During placement of the 10th coil, the microcatheter was repositioned while the coil was still deployed out of the distal end. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The mc was purposefully/intentionally withdrawn from out of the aneurysm so that it was not through the stent struts, and the physician tried to reposition the mc to place the 10th coil in the proximal area of aneurysm, and the mc was withdrawn from out of the aneurysm. The coil did not prematurely detach from the delivery system. There were no problems with the enterprise stent that contributed to the event or difficulties getting the mc through the struts of the enterprise stent. It was reported that the fact that the microcatheter was not within the stent/aneurysm contributed to the event. There is no information available regarding the aneurysm size or characteristics. The coil remains implanted and the delivery wire is not available for analysis. The lot number is not known; therefore a device history record review cannot be completed. Based on the reported information it appears that aneurysm characteristics and procedural factors including device size selection, and position of the microcatheter when the coil was detached contributed to the proximal coil protrusion, migration and vasospasm during attempted retrieval. With review of the information, there is no indication that the event was related to any design or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for vertebral artery dissecting aneurysm. There is no information about vessel's characteristics. After enc453712 was placed in the target site, coil embolization was done. During the coil embolization the physician pulled back the sl 10 microcatheter (mc) to place the 10th coil in the proximal side of the aneurysm, but the proximal part of the coil could not be placed in the target aneurysm and departed to pica. To capture the departed part of the coil, the competitor's coil (ed10 extra 2*6, kaneka) was inserted in pica, but could not capture the coil. While the doctor had difficulty in capturing the coil, spasm suddenly occurred and pica could not be confirmed through angiography. Arterial injection of fasudil hydrochloride made the spasm stopped. Then the other new coils were placed in the aneurysm. The procedure was completed with the part of the coil departed to pica. There were no adverse consequences to the patient. No nervous symptom was confirmed.

Manufacturer narrative:
Enterprise stent, microcatheter, & coils. The 10th coil was a trufill dcs orbit (cat#: 637cf0824/lot#: unk). During placement of the 10th coil, the microcatheter did not remain within the enterprise stent struts. During placement of the 10th coil, the microcatheter was repositioned while it was still deployed out of the distal end. The mc was purposefully/intentionally withdrawn from out of the aneurysm so that it was not through the stent struts, and the physician tried to reposition the mc to place the 10th coil in the proximal area of aneurysm, and the mc was withdrawn from out of the aneurysm. The coil did not prematurely detach from the delivery system. There were no problems with the enterprise stent that contributed to the event or difficulties getting the mc through the struts of the enterprise stent. The coil was detached at the site, and then the proximal side moved to the pica. The fact that the microcatheter was not within the stent/aneurysm contribute to the event. Additional information will be submitted within 30 days of receipt.